Event description:
It was reported that during inspection for use the subject device had led light which is continuously on and all switches are not working in camera processor. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure of the main board. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the failure of the main board. The main board failure caused all the front panel leds to light up and prevented the front panel from operating. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.